Event description:
False negative result(s). Customer states that flowflex does not detect the newest strain of covid. She tested positive with pcr and is on her 5th day of quarantine and flowflex is still giving her a negative test result in spite of her being very sick and symptomatic. These are free test received from cvs and are absolutely useless. People will think they are negative if they trust the results without having pcr performed. MDR# mw5112185.

Manufacturer narrative:
Sent customer email requesting lot number information. No response received as of 10/27/2022.